Manufacturer narrative:
Additional information reported as of a follow up medical examination with the patient, the area of the burn is visible as a white area which is healing. The healing is also evident within the mucosa of the vagina and within the cervix. No necrotic tissue is present at the endocervical margin. The patient has not reported any increased pain.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, upon removal of the scope at the end of the procedure, the physician noted a burn on the cervical canal and external cervical os. Premarin cream was applied as treatment to the burn. Additional follow up information reported that a fluid loss alarm generated on the system. A cervical leak occurred during the ablation phase of the procedure. The location of the burn was confirmed inside the cervical canal and outside the external cervical os. The burn was second degree in severity and the size has not been provided. There were no further complications reported with this event. An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2011. According to the complainant, upon removal of the scope at the end of the procedure, the physician noted a burn on the cervical canal and external cervical os. Premarin cream was applied as treatment to the burn. Additional follow up information reported that a fluid loss alarm generated on the system. A cervical leak occurred during the ablation phase of the procedure. The location of the burn was confirmed inside the cervical canal and outside the external cervical os. The burn was second degree in severity and the size has not been provided. There were no further complications reported with this event. An additional attempt has been made to obtain patient follow up details with no response from the clinician.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed of and the device will not be returned. Therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If additional relevant information is received, a supplemental medwatch will be filed.